Event description:
It was reported that the customer was hospitalized for hyperglycemia. The events leading to the hospitalization were not provided and the md was unable to determine the cause of the event. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. The contact was advised to call back when the clamp arrives to do further testing. In addition, the contact was educated on the two hbg rule.